Event description:
The pt was implanted with a left ventricular assist device. Approximately 8 months post-implant, the vad coordinator reported that the pt's pump was exchanged due to hemolysis and an increase in pump power consumption.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further information will be submitted when the manufacturer's investigation is completed.